Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with alarm during error test due to connector voltage leak. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported a button error on her insulin pump. The device alarmed a different alarm when she tried to clear the button error. Customer's blood glucose is 196 mg/dl. There were no significant events leading to the alarm. A temporary basal was not programmed before the alarm. Customer stated the device was off for about two hours before it alarmed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.